Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error while driving. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have received a motor position encoder error when act button was pressed. Customer had a low blood glucose of 46 mg/dl and treated with food. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime test at 4.0 lbs due to moisture damage inside the force sensor resistor. Moisture damage found on the motor also. The insulin pump passed the stop current test, run current test and displacement test. Unable to verify motor position encoder error alarm or perform the self test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.